Event description:
This is filed to report clip open inability. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A mitraclip xtw was implanted at a2/p2 without issue, reducing mr to a grade of 2-3. To further reduce the mr, a mitraclip xt (20725r1095) was used, but while grasping, it was observed the clip would not close past 60 degrees. Troubleshooting was performed but was not successful. The xt clip was removed from the patient. Another mitraclip xt was then used, but after grasping the leaflets, there was inadequate reduction in mr. Therefore, the clip was removed and replaced. A mitraclip xtw (30209r1022) was then used, but difficulties grasping and capturing the leaflets occurred, resulting in tissue damage. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Manufacturer narrative:
All available information was investigated and the reported inability to close the clip could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to close the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.